Manufacturer narrative:
This report is being filed due to the hospitalization involved in the case. The (B)(4) adverse event assessor was able to make contact with the pt once, but further attempts to contact the pt for additional info have been unsuccessful. (B)(4) was unable to confirm whether the pt was wearing the v-go during the second incident on sunday and could not receive any devices since a month had already passed by before the hypoglycemia was reported. A product lot number was provided by the pt and a review of lot release records indicated that the lot passed all release test criteria. The pt states that he is currently no longer using the v-go. Without additional info and the lack of having the device for investigation, the cause of the hypoglycemia cannot be determined and cannot be attributed to any other factor.

Event description:
Pt called in on and reported an incident that took place approx one month ago. Pt (pt) had been using the v-go 30 for 1 week. On a thursday evening he tested his blood sugar and went to bed. He does not recall the number or does he have it written down but he felt it must have been ok because he did not have a snack. He reported that he normally snacks if his blood sugar is under 70 at bedtime and if it is between 70-90 he may snack depending on that he had for dinner. On friday morning his children found him on the couch, they could not rouse him to 911 was called. Ems said his blood sugar was 17 and he was taken to ER and discharged later that day. It does not recall anything that day. On sunday the pt had another incident where he said he argued with his family. Pt says he has a history (hx) of becoming argumentative and combative when his blood sugar is low, he left the house and walked 8 miles to the ER. He recalls walking. He does not remember much else. He was given an injection of zyprexa in ER. Pt was kept overnight and discharged monday. Pt states he has a hx of hypoglycemic unawareness for the past year prior to using v-go.